Event description:
It was reported that the patient had been in the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. Symptoms reported include abdominal pain, vomiting and thirsty. The patient was treated with 6 units of novolog and sodium fluid. The patient was released the same day, (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.